Manufacturer narrative:
(B)(4). Further information from the reporter regarding event details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported patient was injected with juvéderm® voluma¿ with lidocaine in the middle third of the face (ck1, ck2, and ck3) and juvéderm® volift¿ with lidocaine in wrinkles and lips (lp1, lp2, lp3, and lp5). Nine months later patient was injected with 1ml of juvéderm® volift¿ with lidocaine in nasoscular furrow and the labial-frontal sulcus. Four months later patient developed "swelling in the nasoscular furrow more to the left, lower lip and gubo-marginal furrow more to the right, soreness in the edema zone, chills, dizziness." Patient was prescribed celebrex 200mg for 5 days, amoxiclav 675mg for 7 days, erius 5mg for 7 days, topical compress with dimexidum 1: 4 on traumeel gel plus "immoferase ointment." There was no improvement with treatment. Five days after onset "there was an increase in the edema with the spread to the orbit more to the left, the lips, the labial-frontal furrow more to the right, the deterioration of the physical condition." Patient was injected with dexamethasone 4mg with "positive dynamics" and reduction of edema and pain. Patient also underwent "hardware and manual lymph drainage." However, two days later swelling and soreness returned. Patient is currently being treated with enterosgel for 5 days, cetrin 10mg for 7 days, tavegil tab and at night patient takes dexamethasone 4mg per 200ml of nacl intravenously and sodium thiosulfate 30% intravenously with 5 droppers. Longidase was locally introduced in a volume of 1ml in the zone of maximum edema. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00329 (allergan complaint #(B)(4)) and MDR ID# 3005113652-2018-00330 (allergan complaint # (B)(4)). This MDR is being submitted for the second injection of suspect product, juvéderm® volift¿ with lidocaine.